Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. The customer's blood glucose value was unknown. Customer reported that batteries are being rejected by the pump. Customer stated they dropped the pump before while taking a shower and rainbow was seen on the screen. Customer stated damage was on buttons and screen also takes time to rewind also scratches were on the screen. Customer reported can still read the screen on the pump however the buttons were not responding sometimes also whenever she tried the fill tubing it squirted out the insulin. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but failed during prime rewind test due to loose drive support disk. No missing segments/partial display anomaly.